Manufacturer narrative:
The albumin bcp reagent lot number was 92523501 with an expiration date of 30-jun-2027. The qc was out of range before the samples' measurements. The provided data indicated abnormal sample aspiration multiple times, out-of-range qc, and failure to adhere to the manufacturer's recommended maintenance schedule. The field service engineer (fse) identified overflowing cuvettes, obstructed wash comb hoses, and debris/particles within the black tank. He performed corrective maintenance, including cleaning the wash comb, the sample/reagent pipettes, purging the black tank, and adjusting the cuvette overflow mechanism. Calibration and qc were performed, and they were within specifications. The fse confirmed that the system was performing within specifications. The cause of the event was a combination of inadequate adherence to scheduled user maintenance and the accumulation of debris within the fluidic system (specifically the wash comb and black tank), which resulted in aspiration failures and cross-contamination/overflow issues.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with albumin bcp assay on a cobas c 303 analytical unit. Patient 1: initial result: 6.23 g/dl. Repeat result: 3.75 g/dl. Patient 2: initial result: 7.52 g/dl. Repeat result: 3.89 g/dl. On (B)(6) 2026: patient 3: initial result: 6.90 g/dl. Repeat result: 3.82 g/dl. Patient 4: initial result: 5.58 g/dl. Repeat result: 4.00 g/dl. The initial results did not match the patients' history, prompting the repeat of the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct and were reported outside the laboratory.